Event description:
The customer reported that the insulin gauge displayed an amount different than expected, with a fill estimate of 95 units instead of the expected 148 units, indicating a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in reloading the same cartridge and the pump was replaced and the customer will use current pump for insulin therapy until the replacement arrives.